Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was unable to be successfully implanted as it exhibited lead body damage caused by guidewire piercing. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. No adverse patient effects were reported.